Event description:
This is a report of a home patient (hp) that acquired peritonitis. The cause of the peritonitis is unknown. The hp went to the hospital due to feeling weak and low blood pressure (bp=60/40). The patient was treated with vancomycin (dose, frequency and lot number not reported), intraperitoneally (ip) times eight doses. Per the home patient the peritonitis was not related to baxter solutions, devices or disposable products; she doesn't know how she got the peritonitis. The patient stated she is very careful with her aseptic technique, always wears a mask, always uses antiseptic wipes and always washes her hands when performing therapy in a confined room with no open windows and no air conditioning. The home patient stated she was discharged from the hospital the day after admission and is recovered from the peritonitis. This is report 2 of 4 associated with this peritonitis event.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h12j11037, h12j26076, h12l07031, h13b04045 was performed. No issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.